Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent an ankle nail trauma fixation procedure. Subsequently, patient was revised due to nail fracture at the distal screw junction. All pieces were removed. Attempts have been made, however, no further action is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: item # 14-405070, lot # 121840, ti-dble lead cort 5.0x70mm scr, item # 14-405030, lot # 914830, ti-dble lead cort 5.0x30mm scr, item # 14-405024, lot # 415410, ti-dble lead cort 5.0x24mm scr. Therapy date- (B)(6), 2018. Report source foreign- europe: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The nail and 3 screws were returned for evaluation. All 3 screws had damage to the threads. Analysis of the nail's fracture surface showed post fracture damage, but the remaining visible artifacts suggest a fatigue fracture. The primary fatigue fracture shows a scrape artifact which could have contributed to the initiation of the fracture. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.